Event description:
It was reported that prior to the start of a da vinci-assisted kidney reimplantation-deceased donor surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the monopolar was not firing, and error c-34 was displayed. Before contacting tse, the team restarted the generator multiple times and replaced both the monopolar cable and instrument, but the issue remained unresolved. The tse reviewed the logs and confirmed the presence of several errors, including c-33, c-34, c-00, and m-18. An attempt was made to resolve the issue by shutting down the erbe generator, unplugging the power cord, and restarting it, but the issue persisted. The nurse confirmed the availability of a spare generator, which was then used, allowing the surgery to resume. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Isi contacted the customer and obtained the following information: the procedure was completed robotically with the same generator, which was only functioning in bipolar mode. The generator was then completely replaced by the service technician in the afternoon. Patient demographic information was not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed and during power-on test, the error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable cause of errors m-11, c-30, c-34 and m-18 is attributed to a faulty electrical component inside the iesu. These errors indicate an unexpected voltage level detected during energy activation.

Event description:
Refer to h11 for follow-up information.